Event description:
It was reported that during an in clinic follow-up, the right atrial lead exhibited loss of capture and a sensing anomaly. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
.